Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, the device was stuck in the motor error loop during the bolus/basal delivery. Unable to confirm error alarms due to the history file being erased. The motor was tested outside the device, and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform further testing due to the motor error alarms. The insulin pump also had a bleeding glass and scratched lcd window.

Event description:
The customer reported a motor error alarm during the rewind process. The customer has not been able to bolus, and has been giving himself insulin via the manual prime. Advised that this is very unsafe to do. The customer also reported that he was driving his motorcycle, and was in an accident. The customer went to the hospital for his injuries, and may have worn the insulin pump during an x-ray. Troubleshooting was performed, and the insulin pump passed the displacement test, but failed the self test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.